Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium and suboptimal transseptal puncture. A mitraclip xtw was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. After two grasps, the clip was deployed on the mitral valve. However, post deployment, echocardiography revealed that the clip detached from the posterior leaflet and remained attached the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.